Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had to seek emergency care for low blood glucose levels and lack of a back up plan. The customer stated that prior to the event, he had rec'd a button error alarm that he could not clear. Nothing further was reported.